Event description:
The customer reported via the sales rep that the prosthesis sterility seal was open. It is further reported that the prosthesis was vacuum sealed and when opened, the first sterility shield was closed, however, the second was open. It is further reported that the prosthesis was discarded and another unit was used to complete the procedure with no adverse consequences.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete and additional information will be reported in a supplement.